Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow displayed was unstable on the rotaflow console during patient treatment. The flow rate increased while the speed remains unchanged. After re-zeroing the problem was not solved. The device was exchanged. It is suspected that the lemo master connector is defective. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the flow displayed was unstable on the rotaflow console during patient treatment. The flow rate increased while the speed remains unchanged. After re-zeroing the problem was not solved. The device was exchanged. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The lemo rfd master connector (article number 701034666) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the given information the reported failure could be confirmed. A device history record (DHR) review was performed on 2024-10-10. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console was produced in 2023-03-21. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).